Event description:
It was reported that the as lvp 20d dehp 3ss cv tubing disconnected from the set while hanging the lr with primary tubing below the smartsite. The following information was provided by the initial reporter: "rn went to hang lr with primary tubing and the tubing below the last smart site disconnected from set. The part that disconnected was discarded. Tubing separation in this event was a result of this device. No pump involved no additional products in use. "

Manufacturer narrative:
The customer's report that the tubing below the smart site had separated was confirmed. Visual inspection observed that the set was separated at the engagement between the tubing to the distal smartsite¿s outlet port. Closer inspection of the separation under magnification observed that the distal it was reported that the tubing below the smart site had separated. Received one used partial primary set model 2426-0500 lot unknown. The section of the distal tubing to the male luer was not returned for evaluation. The set was visually inspected for kinks, holes/tears in the tubing or damages to the components. Visual inspection observed that the set was separated at the engagement between the tubing (p/n tc10012940) to the distal smartsite¿s (p/n 12274436) outlet port. Closer inspection of the separation under a lab microscope observed that the tubing had an insufficient solvent applied at the engagement during manufacturing process. No other anomalies were observed with the set. Functional testing could not be performed due to the partial set and separation. A dimensional analysis could not be performed on the separated tubing (p/n tc10012940) as it was not returned for evaluation. Equipment used (inspection performed on 03sep2020) - optical ram-cnc, eq08204, calibration due date: 05feb2021. A device history record could not be performed due to no lot number was provided by the customer. Smartsite had an insufficient solvent applied at the engagement during manufacturing process. Functional testing could not be performed due to the separation at the engagement. Bd/nogales manufacturing facility is aware of insufficient solvent on critical joints. Corrective actions (trackwise CAPA pr 1027651) were completed to address potential root causes and an effectiveness check plan for reduction of this issue. No lot number was provided by the customer so it is unknown if the set was manufactured prior to the implementation of corrective actions. Bd manufacturing will continue to monitor this failure for an increase in frequency. Bd/tijuana manufacturing facility implemented trackwise CAPA 475391 to address the general leaks and separation failure modes due to lack of solvent regarding smartsite to tubing engagement.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the as lvp 20d dehp 3ss cv tubing disconnected from the set while hanging the lr with primary tubing below the smartsite. The following information was provided by the initial reporter: "rn went to hang lr with primary tubing and the tubing below the last smart site disconnected from set. The part that disconnected was discarded. Tubing separation in this event was a result of this device. No pump involved. No additional products in use.